Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated an audible alert sound.

Event description:
It was reported that patient had multiple tones for magnets beginning shortly after implant that would occur erratically over four days. The tones continued to occur in various locations and times with no discernible pattern. The patient and the patient's spouse suffered sleep deprivation fearing the toning and in an attempt to document each occurrence. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the patient that the device was "turing off on me" and "shut off every hour." The patient indicated that there was a "glitch" in the device.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. The device functioned nominally with regards to pacing output, lead impedance, and capture using the 2090 doctor¿s programmer. No abnormal function or operation was observed during the analysis. The cause of the anomalous magnet response tones was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.